Manufacturer narrative:
Additional information: d9, g1 (manufacturer name), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation by the ball had melted. This issue can occur due to prolonged use of the electrode without proper rest/activation cycles of the electrode. It was reported that the device had a component that disengaged, and the device melted. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always use the lowest power setting that achieves the desired surgical effect. Use the active electrode for the minimum time necessary in order to reduce the possibility of unintended burn injury. Activate the electrosurgical unit only when you are ready to deliver electrosurgical current and the active tip is in view and near target tissue. Maximum power stated for ball when used in coag setting is 30 watts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, part of the device's sheath melted into the patient's tissue and had to be retrieved. Diathermy used was 40/40, after continuous activation sheath melted but was retrieved using forceps and no x-ray procedure was required. There was no patient injury.